Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that it was difficult for the customer to charge the pump due to the metal end of the usb cable being loose. Reportedly, the customer was able to successfully charge the pump with an alternate usb cable. The customer's blood glucose level was 181 mg/dl.